Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Unexpected replace battery alerts in the pump trace download and pump error alarmed during self test, problem isolated to electronic board stack.

Event description:
Information received by medtronic indicated that the customer had to change battery three times. The customer stated that the battery cap or the battery compartment is not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.